Event description:
False negative result (s): this test showed negative twice. The first time may have been too soon to take, but the second time I took it was after the pcr test said I was positive. I took the second home test to see if the product was the problem or if I had taken the test too soon, it's the product. Don't waste your money unless you just want false negative results.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.